Event description:
The customer reported that after approximately ten to twenty minutes of continuous air supply, an alarm sounded, the front panel turned off, and there was no air supply. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported event was confirmed. The alarm was generated and front panel lights shut off due to the circuit board and failure of the pressure sensor. There was no insufflation due to the circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, both of the phenomena occurred due to failure of the printed circuit board. There was no definitive cause of the failed circuit board at this time. Olympus will continue to monitor field performance for this device.